Event description:
It was reported there was leakage in the "pin for premium holder" during surgery. A security clamp was being used so it was possible to complete the surgery with the same oxygenator. Ref: # (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if any additional information becomes available.